Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer did not disclose an alternate method of insulin therapy.